Event description:
(B)(4) instrument malfunction. Intermittent failure to dispense antibody onto tissues (slides). Antibodies a1-ker and a2-ker dispensed appropriately onto controls which performed as expected. However, antibody failed to dispense onto pt's tissue. Control performed as expected. Upon case review, pathologist ordered retest which was positive. Dako determined faulty programming of dispensing volumes to be root cause of false negative. Volumes were programmed that were inconsistent with dako's minimum volume requirements.